Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device possibly failed. According to the report, the patient was deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.